Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the device had a damaged sea. They opened a new trocar to resolve the issue. The patient was alive with no injury.